Manufacturer narrative:
H6: investigation summary: eleven 2000e china samples were received for investigation; seven samples were received with opened packages from lot 20025241, one sample was received with opened packaging from lot 19105322, two samples were received without packaging and one sample was received in sealed packaging for lot 19105867. A visual inspection of the returned samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each to a 50ml bd plastipak syringe from retained stock and flushing with water; no flow restrictions or occlusions were identified during testing. Additionally the samples were then subjecting to backflow testing, by connecting a syringe to the male luer and observing for leakage from the piston; again no leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20025241, 19105322 and 19105867 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
It was reported that ll vlv adpt (stand alone) was blocked and had blood backflow. This occurred on 11 occasions. The following information was provided by the initial reporter: during use, the connector is found to be blocked, and the liquid medicine is blocked. The joint blood will flow back.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20025241. Medical device expiration date: 2023-02-05. Device manufacture date: 2020-02-04. Medical device lot #: 19105322. Medical device expiration date: 2023-02-05. Device manufacture date: 2020-02-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 19105867. Medical device expiration date: 2023-02-05. Device manufacture date: 2020-02-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked and had blood backflow. This occurred on 11 occasions. The following information was provided by the initial reporter: during use, the connector is found to be blocked, and the liquid medicine is blocked. The joint blood will flow back.